Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient¿s cgm reading was 141 mg/dl on his tandem insulin pump. No bg meter comparison value was taken at this time. The patient stated his legs were weak, he was jerking and then blacked out for approximately 30 minutes. The patient¿s wife found him, thought he had a seizure, and called an ambulance. Once the patient regained consciousness, he drank some juice. It was reported that the ambulance ¿did not arrive¿ so the patient¿s wife took the patient to the emergency room (ER). At the ER, the patient¿s bg meter reading was 119 mg/dl. No cgm comparison value was reported. No medication or treatment was provided to the patient. The patient did have some bloodwork and an EKG done (results unknown). The patient was discharged from the ER after approximately 6 hours. The patient was ¿tired but feeling better¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.